Event description:
It was reported that this pacemaker exhibited oversensing in unipolar and pacing inhibition. Device replacement was scheduled. At this time, this pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing in unipolar and pacing inhibition greater than two seconds. Device replacement was scheduled. At this time, this pacemaker remains in service and no adverse patient effects were reported.